Event description:
It was reported that during a gastric bypass procedure, the device would not accept the reload. Another device was used for the procedure. There was no pt consequences.

Manufacturer narrative:
Eval summary: the analysis showed that the device was received in good visual condition and with no cartridge present; however, the cartridge pan was found lodge inside the channel. The returned device was tested for functionality with a test cartridge and if fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected. A batch record review was performed and no anomalies were found during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.